Event description:
It was reported that the user experienced persistent high blood glucose while using the iLet with subcutaneous insulin, despite multiple meal announcements and correction boluses, and later used a subcutaneous insulin pen for additional insulin; clinical support suspected inadequate insulin delivery related to infusion site placement and guided a temporary pump disconnect and reinsertion at a new site, with ketones reportedly small and glucose beginning to trend down after reconnection. Symptoms included hyperglycemia and irritability, with elevated ketones reported. Outcomes included an unexpected medical intervention in the form of additional insulin administration, and the event did not result in serious injury or illness. Investigation included communication with the user and spouse and analysis of information provided by the user and clinical team. Investigation of this case revealed no definitive findings, with insufficient information on a device component and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.